Event description:
Customer stated "smoke came out of heating pad." Product was returned for investigation. The product was approx. 6 years and 3 months old when the incident occurred. Upon investigation of the customers complaint, the inspector found that the cord was twisted and had a cut. This is likely due to excessive flexing of the cord over an extended period to time. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.